Manufacturer narrative:
According to the instructions for use (IFU) it states, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: proximal aortic neck angulation not to exceed 60 degrees. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: incomplete deployment, surgical conversion a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent a secondary endovascular treatment for a chronic stanford type b dissection. The primary entry tear had been previously been treated with a cook zenith endovascular graft. The gore® excluder® aaa endoprosthesis featuring the c3 delivery system were treating a re-entry tear just below the renal arteries. It was reported that the proximal neck had a 65 degree neck angle. A trunk-ipsilateral leg endoprosthesis was advanced and when the proximal end was deployed it was reported that the contralateral gate was not completely open and compressed due to the angulation of the neck. Multiple attempts to cannulate the gate were made but were unsuccessful due to the reported compression, orientation of the gate, and the narrow diameter of the true lumen. The ipsilateral leg was then completely deployed, attempts at cannulation were made from the ipsilateral side and the right brachial artery but were unsuccessful. A gore® molding and occlusion balloon catheter (mob) was then advanced up within the ipsilateral leg and inflated and moved upward to try and push the gate open but this was also unsuccessful. One final attempt at cannulation from the contralateral side was made, but unsuccessful. The physician chose to convert the patient and an aui (aorto-uni-iliac) with femoro-femoral bypass surgery was performed. An aortic extender component was implanted within the trunk ipsilateral component to close off the contralateral side. The patient tolerated the procedure.